Manufacturer narrative:
One device was returned for repair with complaint that device has an alarm, and the screen display was unclear. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Review of event history log confirmed that there was a record of no disposable attached error. Functional testing could not confirm the reported issue. Preventively, replaced the downstream occlusion (dso) sensor. Performed function tests and all passed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an alarm. There was known patient involvement and no patient harmed was reported.